Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image and white residue on the air/water channel and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image was due to defective plug unit and most probable cause of foreign material on air/water channel and auxiliary water channel could not be established . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.